Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 3/28/97. Pt's current status: unk - rpt'd 3/28/97.